Event description:
The device was used during a breast biopsy. Reportedly, the device did not cut through the tissue properly. The surgeon manually excised the tissue to complete the procedure. The hosp has reported no pt injury occurred.